Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Vaginal mucosa. What was used to complete the procedure? Another packet of vicryl rapide 2.0 was opened and used to continue. Please provide the lot number for the involved suture / device. Ak8288. Please provide the procedure name and date. Perineal repair of a second degree tear following normal vaginal delivery on (B)(6) 2021. Did the patient experience any adverse consequences due to this issue? None known, apart from prolonged discomfort since the sutures had to be reinforced to prevent early wound breakdown, making the procedure last longer.

Event description:
It was reported that a patient underwent a perineal repair of a second degree tear following normal vaginal delivery on (B)(6) 2021 and suture was used on vaginal mucosa. During the procedure, the suture broke on tightening. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information: h6, h4, d4. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.